Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post-implant, the patient's implantable cardioverter defibrillator (ICD) system was explanted due to an infection at the incision site. It was noted that the ICD system will be replaced in the future. No further patient complications have been reported as a result of this event.